Manufacturer narrative:
Qc and calibration were passing on the date of the event. A field service engineer (fse) determined that the cause was kinked vacuum tubing and noted that the affected sample's volume was short and was in a pour-off tube instead of a hitachi cup, and the reference electrode was due to be changed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were not provided. A field service engineer (fse) flushed the vacuum line and used a stylet to clean the inside of the sample probe, vacuum nozzle, and sipper nozzle. The fse wiped the sample probe, vacuum nozzle, and sipper nozzle with an alcohol wipe. The fse also verified the gear pump and water pump pressures and the probe alignments. They also cleaned filters attached to reagent straws and performed a sample probe wash, ran an air purge, and primed the reagents. For verification, they performed ion-selective electrode (ise) checks, ran ise precision, and performed successful calibration and qc. The sample in question was repeated on both channels. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode result from the cobas 8000 ise 1800 module for one patient. The initial sodium result was 125 mmol/l, and the repeat result on another module was 140 mmol/l. The initial chloride result was 91 mmol/l, and the repeat result on another module was 105 mmol/l. The sample was repeated because the customer noticed the low sodium result. The questionable results were not released outside of the laboratory.